Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of system revision due to infection. During extraction, this lead broke and lead still partially remains implanted. The patient has external pacer. No additional adverse patient effects were reported.